Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. The product will not be returned.

Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor assembly. Unit received with cracked retainer, minor scratched display window, stained keypad overlay and scratched case.